Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive bleeding') in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("iron deficiency anaemia secondary to bleeding"). The patient was treated with surgery (total vaginal hysterectomy with right salpingo-oopherectomy). Essure was removed. At the time of the report, the menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia and menorrhagia to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive bleeding') in an adult female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("iron deficiency anaemia secondary to bleeding"). The patient was treated with surgery (total vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed. At the time of the report, the menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia and menorrhagia to be related to essure. Lot number: 627072, manufacturing date: 2008-04, expiration date: 2010-04. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.